Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was reportedly doing well postoperatively. The explanted devices were not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.